Event description:
The customer called about some control test results that he had received. While troubleshooting, he performed another control test and received a result of 293 mg/dl. The normal control range was 99-136 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent to the customer.